Event description:
During a remote follow up, oversensing due to crosstalk was observed on the device. Provocative testing was performed and oversensing was not observed. No intervention has been performed. The patient was stable and will continue to be monitored.